Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer and tests during pre-use check. There was no pt involvement. Importer ref #: (B)(4). Ref # 8010042-2013-00112.